Manufacturer narrative:
A review of the available log files show that the system was performing as intended. There was no system or coox sub-assembly errors recorded during or around the time of the escalated samples. The aqc performance of the thb was measured at all levels were stable and reporting within specifications. The system log files for the co-oximetry were requested but not made available for this review. These files are important to conduct more thorough investigations on thb and other hemoglobin parameters. The rp500e cooximetry assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement. It is dependent on preanalytical factors like specimen collection, sample mixing, hemolysis and time differences between repeat measurements. This investigation could not find any evidence of system or sensor malfunction for the reported instrument. While there are various reasons for discordant thb results, a root cause for the alleged discrepancies in this case couldn¿t be determined. The instrument is performing as intended and is currently operational at the customer site.

Event description:
Customer alleges discrepant high total hemoglobin (thb) results when compared to repeat testing of a different sample on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided the instrument files. Investigation is underway. The cause of this event is unknown.